Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was placed via femoral artery to support a patient who had been admitted to the hospital with cardiogenic shock and acute myocardial infarction. On support day 2, it was reported that the impella cp had persistent alarms for positioning, impella in aorta, and loss of pulsatility. It was reported that imaging was performed and the impella was noted to be shallowly placed in the ventricle. Due to the alarms, the pump was explanted and replaced by a new impella cp. The patient was noted to be stable following the pump alarms and impella cp replacement. It was reported that the patient was post cardiac arrest and cardiopulmonary resuscitation had been performed multiple times. Additionally, the patient was also supported with venoarterial extracorporeal membrane oxygenation. At the time of writing this report, the patient was noted to be on impella cp support with the second device.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause was most likely use related event due to CPR multiple times per clinical details. Device history review: the device passed all post sterile inspection checks.